Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported the patient has experienced elevated blood glucose of up to 500 mg/dl for the past 2 months. She believes the infusion device does not deliver insulin correctly. The patient injected insulin via syringe to lower blood glucose levels. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.